Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to insulation abrasion during routine device change out. Patient was asymptomatic. Patient was stable before, during and after the procedure.